Event description:
It was reported that this implantable lead was part of system revision due to infection and occasional discharge. The patient will be treated with antibiotics for six weeks, followed by the implantation of a new system. No additional adverse patient effects were reported. This implantable lead was explanted.